Event description:
It was reported by the pt's attorney that as a result of having the mesh implanted, the pt has experienced significant mental and physical pain and suffering, has sustained permanent injury and has undergone corrective surgeries.

Manufacturer narrative:
No sample was returned for eval. A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported problem. A review of the instructions for use has precautions for adverse events related to the event reported by the pt. The precautions states: "the pelvilace to system is for single-patient use only and is to be implanted surgically. Postoperative retropubic bleeding may occur in some pts and must be controlled before the pt release. The pelvicol sling in the pelvilace to system should be moist when removed from the packaging. Do not implant the pelvicol sling if it is dehydrated or dry. The pelvilace to system procedure requires diligent attention to anatomical structure and care to avoid puncture of large vessels, nerves, bladder, and bowel, during needle passage. Proper placement of the pelvilace to system at mid-urethra requires that the tissue sling lie flat with minimal or no tension under the urethra. The pelvilace to system is intended as a single-use, disposable device. Do not resterilize any portion of the pelvilace to system. Pts should be advised that pregnancy following a pelvilace to system procedure may negatively affect the success of the previous procedure and incontinence may reoccur. Do not use the pelvilace to system if the integrity of the packaging appears compromised. During needle passage transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion at the implant site." (B)(4).